Event description:
Patient reported that her new mobi pump was not charging despite being plugged into a grounded outlet with the charger lights on; however, the pump lights did not turn on. There was no adverse impact to the customer¿s blood glucose level. Patient planned to troubleshoot the issue after returning home later in the day, and technical support was expected to contact her for further assistance.